Manufacturer narrative:
Initial

Event description:
It was reported that a user participating in the ilet experience study experienced hypoglycemia, with the user noting that glucose ¿dropped at night.¿ symptoms included hypoglycemia. Outcomes included unexpected medical intervention with oral glucose and classification as a serious injury or illness. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings, and available information was insufficient to identify a specific device problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.